Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. Device not returned

Event description:
Patient called for help changing his basal rates because he continues to have low blood sugar. Caller reported an incident of hypoglycemia requiring treatment by layperson. At 12:00 pm, patient started getting wobbly while at work. A coworker took his blood sugar reading on the patient's meter at 42 mg/dl. Patient did not lose consciousness and did not require paramedics. A coworker brought him apple juice. Patient drank the apple juice. Patient did not go to the hospital. Patient currently feels 100% better. A request was made for the return of the strips, replacement sent.